Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). The stent, balloon, and shaft were examined. The balloon was tightly folded. The stent was secure on the balloon positioned between the markerbands. There was a stent strut lifted in the first proximal row. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right renal artery. After pre-dilation was performed using a 4mmx20mm non-bsc catheter balloon catheter, a 5.0mmx15mmx150cm express vascular sd stent was advanced but failed to cross the lesion due to stenosis. Pre-dilatation was performed again with same balloon catheter and the stent was re-advanced to the lesion. However, it was still unable to cross the lesion. The stent delivery system was removed from the patient and checked, and it was noted that the stent edge was damaged. The procedure was completed with a 4-15 express vascular sd stent. No patient complications were reported and the patient's status was good.